Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. The customer changed their supplies to resolve the alarms. The customer's blood glucose level was impacted at over 300 mg/dl. The customer changed supplies and took a bolus via the pump. Tandem technical support was unable to perform troubleshooting with the customer as the supplies had been changed.